Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started a new ilet pump and experienced failure to deliver insulin when the dexcom g7 initially failed to pair, with blood glucose measured at 383 mg/dl; after guidance, the user completed device setup by entering body weight to enable bionic mode. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond troubleshooting. Investigation included remote troubleshooting and user education regarding device setup and cgm pairing. Investigation of this case revealed that the pump was not operating due to incomplete initial setup and cgm pairing, which prevented insulin delivery until body weight was entered and pairing completed. It was concluded that user setup error was the most probable cause.